Event description:
It was reported that the implant was removed because the cover screw was not possible to remove it. The connection seems fractured. Implant was removed. Patient would return to place a new implant on 6 moths

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one osseotite® tapered certain® implant 3.25 x 10mm, xifnt3210 was returned for investigation. Visual inspection via naked eye and camera magnification was completed. Fractured cover screw fragment was identified in the implant. Implant damage identified from the removal process which may also have caused bone loss at the sites. Device history record (DHR) review was completed for the subject lot number (2020090499). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020090499) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.